Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the probe did not actuate in the patient's eye during vitrectomy surgery, and the condition of the aspiration was unknown. The procedure was completed after the pack was replaced. There was no harm to patient.

Manufacturer narrative:
One opened probe was received with no tip protector, in a tray, for the report. The sample was visually inspected and found to be non-conforming with orange/brown foreign material on the port face and welded cap. The sample was then functionally tested for actuation and cut. The functional tests were unable to be performed as the port of the inner cutter was observed to be broken at the time of testing. The probe sample was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at a couple locations along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radiofrequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. Functional testing was unable to be performed due to the broken port of the inner cutter. Therefore, the reported actuation failure was unable to be confirmed. The exact cause of the broken inner cutter cannot be determined from the evaluation performed. The reported actuation failure was unable to be confirmed and the exact root cause of the broken inner cutter could not be determined, therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints will be continued to be reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).